Event description:
It was reported that balloon deflation issue occurred. The patient presented for percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in an arteriovenous fistula in a moderately tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon was slow to deflate. The device was pulled out and the procedure was completed. No patient complications were reported.